Event description:
Philips received a complaint by the customer on the v60 indicating an intermittent 100b "watchdog test failed" alarm error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to request bench repair as a 100b "watchdog test failed" alarm error message was displayed on the screen at startup. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the issue was replicated. The rse then e-mailed the bench repair form with instructions to the customer. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.